Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that foot switch pedal intermittently failed to respond. Review of log file showed that cumulative area dose not received from aep meter warnings. Upon troubleshooting fse found that actual cause of the issue was damaged aepm module. Fse replaced the nicol non aepm module. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the foot switch pedal intermittently failed to respond. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.